Manufacturer narrative:
During process of complaint , information was requested for the weight of the patient and not obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 4 of 4; reference MFR. Report: 1627487-2020-00352; 1627487-2020-00353; 1627487-2020-00354. It was reported the patient experienced ineffective coverage of pain relief from approximately (B)(6) 2019. Reprogramming was unable to solve the issue. X-rays revealed lead migration on 2 leads. As a result, the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.